Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that her insulin pump was not delivering due to the cap on the infusion set not screwing in properly. The patient's blood glucose at the time of incident was 117 mg/dl. Troubleshooting could not occur for the no delivery issue since the alarm was resolved with an infusion set change. Additionally, the customer mentioned that the first time the no delivery occurred she had changed the infusion set and reservoir. The pump kept alarming no delivery for the next four infusion set changes. The fifth set change resolved the issue. The reservoir will be returned for analysis and a replacement reservoir was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set and placing into a medtronic 7 series insulin pump, performed manual prime, fluid flowed through the infusion set and catheter tip; conclusion the reservoir is not occluded.